Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that an ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve, was clogged during patient infusion. The following issue was reported by the customer: ¿tubing clogged. Not all the medication has been administered. The patient is in a good state. No clinical consequences for the patient, no blood loss. There was 1 hour of delay in therapy. No need for medical intervention. The medication involved is eribuline. The medication did not contact the patient and the healthcare provider. No physical default on the device before use. No tear, no hole, no cut on the device. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used 011-h2771 for inspection. No defects or anomalies were noted. The sample was attempted to prime at gravity pressure. There was no flow. The back check valve at the distal end was cut from the set and flow was established. The reported complaint can be confirmed. The probable cause is due to a vendor-related issue. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/9/2024.